Event description:
While advancing a neuron delivery catheter 053 through tortuous anatomy, the physician felt resistance. He interpreted this resistance as a vessel spasm and rested for a bit before using the catheter to successfully deliver a gateway balloon and wingspan stent. There was no device malfunction.

Manufacturer narrative:
Conclusion: as per FDA feedback of 8/28/2009, events of this sort observed during physician evaluations must be reported.